Event description:
It was reported that a new ilet user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 69 mg/dl, after maladapting the system by overtreating lows and poorly timing meals, and the user performed a factory reset per guidance and received education on first-week use and low-glucose treatment; the device issued a low-glucose alert. Customer care provided support that included case review, rand review of device behavior. Investigation of this case revealed user-related adaptation and timing issues consistent with hypoglycemia without device malfunction. No clinical symptoms associated with hypoglycemia reported. Outcomes included successful self-treatment with oral glucose tablets and 2 oz of juice, with stabilization of blood glucose and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.